Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported being diagnosed with an infection at the insertion site. She was prescribed cephalexin (500mg) to take 4 times a day for 14 days. The site was unable to be drained at the time, but will be. The pod was worn on the abdomen for longer than 48 hours.